Manufacturer narrative:
The customer¿s report of an antibiotic overinfusion was not confirmed. Analysis of the pcu log shows that at 2:58 pm on (B)(6) 2017 the device was programmed to infuse a primary infusion of maint 0.9% saline at a rate of 100ml/hr. At 3:01 pm, a secondary infusion of cefazolin 2gram/50ml was programmed to infuse at 100ml/hr. There were three air in line alarms between 3:02 pm and 3:03 pm. At 3:04 pm, the user changed the rate of the secondary infusion to 250ml/hr. At 3:07 pm, the user changed the rate of the secondary infusion back to 100ml/hr. At 3:28 pm, the secondary infusion completed and the device transitioned to the primary infusion. The infusion alarmed for air in line 5 times between 3:59 pm and 4:04 pm. At 4:05 pm, the device alarmed for flo stop open for 3 seconds. The door was then closed and the infusion restarted. At 4:10 pm, the device was channeled off which shut down and powered off the system. The volume recorded as being infused during this period was 64.37ml for the primary infusion and 50.005ml for the secondary infusion. The root cause of the customer¿s report of an antibiotic overinfusion was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that an antibiotic was hung and when checked 15 minutes afterward it was noted that the bag had infused. There was no report of patient harm. The pump was sequestered however the set was not saved. Although requested, no other event details were provided.

Event description:
The customer reported that a secondary infusion of cefazolin 50 ml was expected to infuse over 30 minutes, and when checked 15 minutes after starting, it was noted that the bag had infused.